Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe distal stent damage. The distal and central struts were deformed and pulled distally over the tip of the device exposing the balloon wall for approximately 21mm. The first 4 stent strut rows were undamaged. The crimped stent od (outer diameter) of the undamaged section of the stent was measuredand the result is within specification. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. After predilating the lesion, a 3.50x32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent strut was caught with the calcium and the stent lengthened. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. After predilating the lesion, a 3.50x32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent strut was caught with the calcium and the stent lengthened. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.